Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in section is per the customer's report of between may 25 - 27. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low reading compared to another adc meter and became hypoglycemic with symptoms of tremors, loss of contact with reality, and loss of consciousness. The customer was treated with glucagon injection and sugar water provided by spouse. There was no report of death or permanent injury associated with this event. A sensor reading of 51 mg/dl was taken in comparison against a adc meter reading of 500 mg/dl, and when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.